Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis, and the reported failure (c-34/c-00 errors) was confirmed and reproduced on generator connected to system. Visual inspection showed bezel was cracked top left corner. The cover had a deep scratch to the metal on side. There was c-34 error during start-up and mono coag activation unit that was placed on system and was run in normal mode. The root cause was attributed to a high frequency voltage issue.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, there were repeated errors on the integrated electrosurgical unit (iesu). The customer clarified that they observed error c-34. The technical service engineer (tse) confirmed error c-34 along with m-11, m-18, and c-06. The customer attempted to use both monopolar energy ports and rebooted the iesu multiple times with no resolution. The customer did not have an available backup generator and opted to continue the case using the e-100 generator with a vessel sealer instrument. The procedure was completing as planned with no reported injury.